Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus was explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.